Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges dizziness, dry sinuses, and excessive coughing over the past 6-9 months. The patient also stated, "cardiology did stress test - tests can back clear." There is no allegation of serious or permanent harm or injury. On (B)(6)2023, a device was returned to a third-party center for an evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, foam particles were visible. The patient's complaint could not be confirmed as it was not related to the device. The unit was scrapped.